Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria

Event description:
Reference number (B)(4). Event occurred in the austria it was reported that patient faced insulin leakage event. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration under d4 and manufacturing date under g4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005425 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. 3 used cannulas and 3 unused cannulas were provided and there are no visible damages or defects. The following tests were performed: visual inspection according to with wi version 9 on 3 used cannulas and 3 unused cannulas passed. Functional test 1 according to wi version 10 on 3 used cannulas and 3 unused cannulas passed. Functional test 2 according to wi version 44 on 3 used cannulas and 3 unused cannulas passed. A batch record review was conducted resulting in the following: the lot 6005425 was manufactured according to the device history record (DHR) 4902056 version 16 on the multivac 10, on 06/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: based on the investigation and test results the malfunction reported cannot be confirmed on the samples returned, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Event description:
To date, additional patient or event details were received which have been added in h11.